Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 200 mg/dl. An infusion set change was performed to address the occlusion alarm. Reportedly, the customer verified insulin was dripping out of the infusion tubing during the fill tubing sequence and the customer stated having a lot of scar tissue in the areas used for the infusion site. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to verify a possible cause of the occlusion could not be performed.